Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced three infusion set leakage in tubing. Infusion set was in use for 1 day. No further information available.